Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device had a dirty lens which caused image issues. The most probable cause of the complaint was cause not established, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had dirty in the objective lens. There were no reports of patient involvement.